Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the proximal right coronary artery, in a restenosed previously stented lesion, with one xience v 4.0 x 23 mm stent which was inflated to 20 atmospheres. On (B)(6) 2008, the staged procedure was completed in the proximal left anterior descending artery with one xience v 3.5 x 23 mm stent and in the left main coronary artery with one xience v 3.5 x 8 mm stent, which was direct stented. On (B)(6) 2011, the patient was hospitalized with angina; increased dyspnea with exertion. Diagnostic coronary angiography was performed with unreported results. There was no indication of percutaneous coronary intervention. The patient's condition resolved on (B)(6) 2011 and the patient was discharged home. On (B)(6) 2011, the patient expired at home. The cause of death was reported as a myocardial infarction. There is no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 23 and 3.5 x 8. Other: aspirin 325 mg, clopidogrel 75 mg. Device code 2017: pre-dilatation was not performed, rated burst pressure exceeded and implantation in a previously stented, restenosed lesion. It should be noted that the xience v instructions for use (IFU) states to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It further mentions: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. It was also noted that the xience v stent was deployed at 20 atmospheres, which is above the rated burst pressure. The IFU warns: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The reported IFU deviations do not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction and death are listed in the product IFU as known potential adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.